Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was aware of the no reading error. The alerts said not to remove the sensor and wait for 3 hours. There was no mention if she was checking the bg during this time. The patient blacked out. After she regained her consciousness, she felt dizzy, and light-headed so she checked her glucose using the bg meter and her reading that time was 68 mg/dl. The patient then drink some coke then went to her neighbor and her neighbor called emergency medical services (ems). At around 2:15 pm, ems arrived and checked her vital signs and get her glucose reading and it was 118 mg/dl. The patient was not treated with any medication. After confirming patient was fine, they left. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.